Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produce low results on level 270; black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 108-158mg/dl fasting. Verified the strips expire 5/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concern with the lo blood results obtained on (B)(6) 2016 at 10:42pm and on (B)(6) 2016 at 8:27am. Customer calling states that tried to run a blood test, customer obtained with the test strips results on lo only. Customer not having any symptoms of low blood sugar. Customer storage the meter and test strips separately, in the bathroom and in the closet.